Event description:
It was reported that the air dermatome handpiece would not shut off. The customer stated that the event happened during surgery but there was no harm or injury to the patient. The surgery was completed with another device with a very minimal delay.

Manufacturer narrative:
On (B)(6) 2012, us and (B)(6) customers were sent an urgent patient safety advisory, informing them of the need for proper care and preventive maintenance of their devices and warning them of improperly maintaining instruments, which may cause donor site injuries or result in damage to the graft. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 04/10/2007 and has no repair history at zimmer surgical. The customer's reported event was not reproduced during testing of the device as the device operated within specifications and did not exhibit any anomalous behavior. Evaluation did reveal discoloration and corrosion to the interior of the device and components. Prior to repair, the device was outside calibration specifications at all tested thickness settings. Repair of the device included replacement of the head, control bar, motor sleeve, 3 inch and 4 inch width plates, throttle lever, calibrating shaft, and standard repair parts. The device was repaired and shipped to the customer. A cause of the customer's reported event could not be determined; however, lack of preventative maintenance over the past seven years likely was the cause for the interior discoloration and corrosion to the interior components, which can contribute to undesirable behavior of the device during operation. The device was serviced and returned to the customer.